Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm and no delivery alarms. The customer's blood glucose level at the time of incident was 290mg/dl. The customer states they have changed their sets and reservoirs three times. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.